Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital with bruising and pain on the left side of their skin. An x-ray taken showed that the rv lead had perforated the heart. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.